Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent revision of sacrocolpopexy due to cystocele, vault prolapse, and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision due to exposure of the sacrocolpopexy mesh patch on (B)(6) 2004. It was reported that the patient was admitted to hospital with a postop ileus, small bowel obstruction secondary to a previous sacrocolpopexy, and g-tube was placed in patient on (B)(6) 2004. It was reported that the patient underwent repair of incisional hernia with 24cm length davol kugel composix patch on (B)(6) 2005. It was reported that the patient was admitted to hospital with severe abdominal cramping and multiple bouts of nausea and vomiting and an episode of diarrhea, and discharged in stable condition on (B)(6) 2009.